Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.  Based on the reported information, there did not appear to have been any defect of the device during use. The event is procedure related. Related mdrs for this event: 2029214-2019-00618 and 2029214-2019-00619. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that marathon catheter ruptured during the onyx embolization. The rupture was in the distal section of the catheter. No resistance was felt during the use of the devices. The patient was undergoing embolization treatment for an arteriovenous fistula (avf). It was reported that very small but get imbedded in the wrong location. The patient was treated with coil and onyx. The anatomy was reported to have been moderate in tortuosity. There were no reports of patient injury in association with this event.